Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the helix was bent/distorted and there was associated blood infiltration into the helix/lobe mechanism. Evaluation summary (B) (4) no anomalies found; full lead.

Event description:
It was reported during the implant procedure that the screw (helix) would not come out, despite multiple attempts at implant attempt. The lead was not implanted. No patient complications have been reported as a result of this event.